Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: after the needle was withdrawn, there was a small ooze of blood in the white septum of the catheter adapter. The white septum of the catheter seat of the indwelling needle is poorly sealed and prone to infection, and blood is likely to spurt out and cause infection to the operator. After replacement with a new indwelling needle and re-puncture, the indwelling needle was normal.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 3046476. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: after the needle was withdrawn, there was a small ooze of blood in the white septum of the catheter adapter. The white septum of the catheter seat of the indwelling needle is poorly sealed and prone to infection, and blood is likely to spurt out and cause infection to the operator. After replacement with a new indwelling needle and re-puncture, the indwelling needle was normal.